Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his mother's insulin pump alarmed unexpected restart and loose drive support cap. Customer does not recall any significant events leading to the error. Customer stated that their mother's blood glucose levels were high but did not indicate their blood glucose numbers. Troubleshooting was offered but customer said that he would call back when they receive a tubing clamp. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. No further information was given.